Event description:
The customer observed a false nonreactive architect syphilis tp result on architect i2000sr, serial number (B)(6), for one patient. The patient was reactive for syphilis with other methods. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): architect result = 0.10 s/co tppa result = positive elisa result = positive no impact to donor management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any increase in complaints for the complaint issue. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with complaint lot number and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications, and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent, lot number 66060be01 was identified.

Event description:
The customer observed a false nonreactive architect syphilis tp result on architect i2000sr, serial number (B)(6), for one patient. The patient was reactive for syphilis with other methods. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): architect result = 0.10 s/co tppa result = positive elisa result = positive no impact to donor management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08d06-74 that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k/PMA/bla number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.